Event description:
A positive advia centaur troponin ultra result was obtained on a patient sample which was reported to the physician. The patient was admitted to the hospital and was scheduled for a cardiac catheterization. The patient sample was repeated and a negative troponin ultra result was obtained. The cardiac catheterization was cancelled. Patient treatment prescribed was blood thinners and stress tests. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant tsh result is unknown. The instrument is performing within specification. No further evaluation of the device is required.